Manufacturer narrative:
Analysis was normal. No anomalies were found."

Manufacturer narrative:
(B)(6) 2020 - l. Irwin - additional regulatory report required for completion of device analysis.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to upgrade to a biventricular device, and to address intermittent sensing. The patient was in stable condition and was asymptomatic.